Event description:
Cardioquip technician suspected bacterial contamination during on-site inspection.

Manufacturer narrative:
Due to discoloration, a cardioquip technician sent photos of tubing to epidemiology for further investigation during an onsite inspection. Cardioquip epidemiology reviewed the pictures and recommended that this device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.